Event description:
As reported, approximately four years post the initial right total knee arthroplasty, the male patient needed to be revised to a full revision knee due to poly wear and metallosis. There was no reported breakage of device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Operative notes and/or medical records were not provided for review of usage/ technique. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, radiograph images were not provided for review. The revision reported in was likely the result of the overall posterior slope of the tibial insert, which would allow for excessive posterior contact on the tibial insert and lead to wear of the polyethylene and direct femoral component-tibial tray contact. However, this cannot be confirmed because no radiographs were provided and the revised components were not returned to exactech for evaluation. Additionally, a contributing factor to the tibial insert wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information were not provided. D10: three peg patella 41mm (cat# 200-02-41/ serial# (B)(6)).